Event description:
Customer reported the panorama central station's display had a blank screen, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative instructed the customer to locate the system's disconnected cables.